Manufacturer narrative:
Analysis inspected one sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Analysis found the cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned open. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the infusion set has a cannula bent, large difference between blood glucose and sensor glucose levels, followed by low suspend alarm. The customer's blood glucose was 440 mg/dl at the time of incident and the sensor read 110 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided in initial report was incorrect. The correct information has been provided with this report.